Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. On (B)(6) 2025, a right upper extremity hematoma was reported. Treatment for the hematoma was performed. The hematoma was reported as resolved on (B)(6) 2025. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the right upper extremity hematoma was observed again with a potential pseudoaneurysm. Thrombocytopenia was reported on (B)(6) 2025. On (B)(6) 2025, a right axillary artery to brachial artery bypass via stenting was performed to treat the hematoma and potential pseudoaneurysm. The patient tolerated the treatment.

Manufacturer narrative:
D.4. Device information: the device lot/serial number has not been provided to gore. Therefore, device information remains unknown. H.4. Device manufacture date: as the device lot/serial number remains unavailable, the device manufacture date is unknown. According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), and blood loss or bleeding. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that the gore® dryseal flex introducer sheath, which may have caused or contributed to the reported adverse events, is the gdsf1245 gore® dryseal flex introducer sheath which has been captured in manufacturer report #3007284313-2025-03963. As there are no allegations of deficiency against the second gore® dryseal flex introducer sheath (captured in this manufacturer report), and as the reported adverse events were not associated with this device, this information does not meet the definition of a reportable event or a complaint against the second gore® dryseal flex introducer sheath used in the procedure. As there are no allegations of deficiency against this device related to the reported patient events, this medwatch will be retracted. Additional devices included on this report are as follows: catalog#: gdsf1245/ serial#: (B)(6)/ UDI#: (B)(4) which is captured in manufacturer report #3007284313-2025-03963.